Event description:
It was reported that the patient was unable to present remotely with two different rf telemetry units. A transmission via inductive wand was successful. Follow-up has been scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.